Event description:
It was reported that while trying to take the set screw out, the plastic piece came off.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.